Event description:
A patient's mother reported to baxter that an interlink injection cap was difficult to connect to a becton dickerson (bd) threaded lock cannula. When attempting to connect the customer would hear grinding, cracking plastic noises, and connecting required a lot of force. There was no report of visible cracks. The customer's daughter had been using this system for total parenteral nutrition (tpn) for 5 years, but had just started experiencing issues in the last few months. It was reported that it did not occur everyday, but was sporadic, and usually at day 2 or 3 of use. The customer had obtained her interlink system through a distributor. There was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.